Event description:
It was reported that during a laparoscopic low anterior resection, some staples on the one side were not deployed at the 2nd firing. The device had a possibility of clamping a clip of the intestine. The cartridge was gold. Reinforcement material was not used. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ecr60d cartridge reload was received for analysis. Additionally, the cartridge pan was found detached and one double driver was out of position. The reload was received with the right side fully fired, left side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.